Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that 13.2mm vicm513.2 implantable collamer lens of a -6.5 diopter was implanted into the patient's left eye (os) on (B)(4) 2023. Excessive vault/high vault due to sizing is observed. The cause of the event is other, with the device not failing as intended. The problem is not resolved. Reportedly, "asymptomatic - higher vault than anticipated."